Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms. A review of the log files revealed multiple strings of low flow alarms during the approximately 1.5-day length of the file where the low flow estimator dropped below 2.5 lpm. There were no other unusual events seen within the log files. The patient had heart failure symptoms observed at the time of the low flows alarms. Additional information revealed the cause of the low flow alarms to be a clot between the bend-relief and outflow graft causing stenosis, as well as a heartmate ii outflow graft clot. The low flow alarms were resolved after the pump speed was increased to 5600, thus increasing the pump flow rate. A plan has been made for surgery to exchange the outflow graft/bend relief vs. Total pump exchange. Additional information revealed that the surgery to remove the clot was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the reported extrinsic outflow graft (ofg) obstruction and (B)(6) could not conclusively be determined through this evaluation as the evaluation of the submitted computed tomography (CT) images did not confirm obstruction. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The submitted CT images appeared unremarkable. There was no obvious evidence of a clot between the bend relief and outflow graft. The controller event log file captured transient low flow fault flags resulting in 36 low flow hazard alarms on 03may2022 and 04may2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.